Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported there was a suspected partial pocket fill. The representative reported during a pump refill the day of report, there might have been a pocket fill of ¿maybe 2 cc¿ for amount of drug that went into the pocket. The representative was told the patient put on a lot of weight, so it had been more difficult to access the pump, and ¿now it was all in since then¿. The representative stated they did the barbotage method and confirmed clear fluid in the syringe. The representative was told with the last push of drug, the needle might have come out and that was when the drug went into the pump pocket. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the patient was observed for 1 hour, and there was no change in symptoms of spasticity.